Event description:
Abbott diabetes care (adc) received an mhra user report which reported a low readings issue was reported with the abbott diabetes care (adc) device. A customer reported that at 2am on (B)(6) 2024, they received an unspecified low scan on the adc device and it is unknown whether the customer noted a trend arrow on the device. The customer became hypoglycemic and self-treated with "soft drink and some chocolate". The customer further reported that couple hours after self-treatment, they felt unwell and had to self-treat 2 more times with soft drink as their glucose level continued to indicate low. The customer felt "confused" with panic attack due to their glucose level as it continued to indicate low despite their self-treatment and they contacted a nurse who called the ambulance. At 7pm, prior to the ambulance arrival, the customer had consumed "9 cans of soda, 4 mars bars, and popcorn" in the effort to increase their glucose but instead they experienced symptoms of shaking and feeling sick. Upon the ambulance arrival, an unspecified high glucose was obtained (in the 50's or 60's mmol/l) and an immediate intravenous drip was administered. After 30 minutes of treatment, a glucose result of 36 mmol/l was obtained on the hcp device in comparison to the sensor scan of 9 mmol/l. The customer was transported to a hospital where 3 bags of fluid were intravenously administered for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received an mhra user report which reported a low readings issue was reported with the abbott diabetes care (adc) device. A customer reported that at 2am on (B)(6) 2024, they received an unspecified low scan on the adc device and it is unknown whether the customer noted a trend arrow on the device. The customer became hypoglycemic and self-treated with "soft drink and some chocolate". The customer further reported that couple hours after self-treatment, they felt unwell and had to self-treat 2 more times with soft drink as their glucose level continued to indicate low. The customer felt "confused" with panic attack due to their glucose level as it continued to indicate low despite their self-treatment and they contacted a nurse who called the ambulance. At 7pm, prior to the ambulance arrival, the customer had consumed "9 cans of soda, 4 mars bars, and popcorn" in the effort to increase their glucose but instead they experienced symptoms of shaking and feeling sick. Upon the ambulance arrival, an unspecified high glucose was obtained (in the 50's or 60's mmol/l) and an immediate intravenous drip was administered. After 30 minutes of treatment, a glucose result of 36 mmol/l was obtained on the hcp device in comparison to the sensor scan of 9 mmol/l. The customer was transported to a hospital where 3 bags of fluid were intravenously administered for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. Tracking and trending reports for the past year was reviewed based on the product line and reported issue. The review identified a tripped trend and corrective actions were taken. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.